Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return could be verified. Dried body fluid inside the inner insulation prevented the pacing coil rotation and the helix actuation. Too many revolutions were applied when trying to actuate the helix has caused the pacing coil to become over torque. The helix could be fully extended and retracted on a short length of lead. Dried blood inside the inner coil prevented a smooth stylet removal. The lead exhibited normal electrical characteristics.

Event description:
It was reported that at implant, the helix would not extend. The helix needed more than 30 rotations for it to extend. The lead was not implanted. We had no acceptable measurement, so he screwed the screw back into the lead. Add'l the stylet does not go out of the lead.